Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon finishing ablation of the left pulmonary veins and moving to ablate the right pulmonary veins, the balloon catheter was inflated and it was observed the contrast was not filling the vein but rather the pericardium. A pericardial effusion was confirmed and a pericardiocentesis was performed. The effusion was not improving, so the procedure was stopped and the patient went into further surgery. The case was aborted. No further patient complications have been reported as a result of this event.